Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: exchange.

Event description:
Healthcare professional initially reported right side ¿exchange with no complaint against the device¿. The device has been explanted. Healthcare professional later reported "ruptured".